Event description:
The healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
The healthcare professional reported right side rupture. Device has been explanted and replaced.